Event description:
It was reported that a device break occurred. The 20mm x 2.0mm in diameter, 90% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 6f guidezilla ii catheter-guide extension was selected for use. During the procedure, it was noted that the catheter was broken. The procedure was completed with another of the same device. No complications were reported, and the patient status following the procedure was stable. It was further reported that the hub part was broken, and the device was simply pulled from the patient.

Manufacturer narrative:
A2. Age at time of event: 18 years or older. E1- initial reporter facility name: (B)(6). Corrections d4: lot number, expiration date. H4: device manufacture date. Device evaluated by manufacturer. The device was returned for analysis. Visual inspection revealed that at 8.3cm, 9.4cm, 9.8cm distal from the collar, the shaft of the device was kinked. Microscopic inspection of the shaft revealed it is flattened from 17cm to 22.5cm from collar. Media attached to the parent record shows the label packaging with another batch, but no evidence of the reported issue. Based on the evidence, the as reported code of shaft break cannot be confirmed. The shaft kinks and the shaft flattened found during the analysis could not have contributed to reported issue.

Event description:
It was reported that a device break occurred. The 20mm x 2.0mm in diameter, 90% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 6f guidezilla ii catheter-guide extension was selected for use. During the procedure, it was noted that the catheter was broken. The procedure was completed with another of the same device. No complications were reported, and the patient status following the procedure was stable. It was further reported that the hub part was broken, and the device was simply pulled from the patient.

Manufacturer narrative:
A2. Age at time of event: 18 years or older. E1- initial reporter facility name: (B)(6).

Manufacturer narrative:
A2. Age at time of event: 18 years or older e1- initial reporter facility name: (B)(6) hospital .

Event description:
It was reported that a device break occurred. The 20mm x 2.0mm in diameter, 90% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 6f guidezilla ii catheter-guide extension was selected for use. During the procedure, it was noted that the catheter was broken. The procedure was completed with another of the same device. No complications were reported, and the patient status following the procedure was stable.